Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: dec 9, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received for evaluation. Visual inspection under magnification revealed that the complaint lens was received cut in half and coated in viscoelastic residue. One half of the lens was observed to have damage to the optic body. The lens was cleaned, and scratches could be identified. The complaint issue of lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was inserted into the patient¿s left eye when the surgeon observed a chip out of the edge of the lens. The lens was removed from the eye and another johnson & johnson lens with the same model and diopter implanted. There were no surgical and/or medical interventions required, and no patient injury reported. It was indicated that the patient seemed to be fine when the left and they were scheduled for a post-op visit of (B)(6) 2022. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.